Event description:
Patient found hanging by "posey" jacket-cyanotic vs= p 48 r18, bp 100/60. After returning back to bed and applying patient's 02 @3 1 and taking off "posey" jacket. Collor better and vs p 60 r 32, bp 120/80. O2 sat ordered, was 91%. Patient returned to baseline, alert and oriented next day. Bed rail extenders were put in place after eventdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other, other. Results of evaluation: design - human factors, invalid data. Conclusion: no failure detected and product within specification, other, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other, other. The device was destroyed/disposed of.